Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th may 2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-2325bcc-1, suture anchor, biocomposite¿ swivelock®, 3.5 x 15.8 mm, vented, the peek eyelet fell off during insertion. This was detected during an elbow ligament repair surgery on (B)(6) 2026. The procedure was completed successfully by using another new ar-2325bcc-1. There were no patient harm and no secondary procedure needed.